Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump continued to alarm after troubleshooting. It read "pump won't run." The reservoir volume was 6.6, the rate was 2.1, and 91.75 was given. There was air bubbles observed in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time